Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the full lead was returned, analyzed, and no anomalies were found. There was blood/body fluid on all conductors (non-obstructed).

Event description:
It was reported that there was dislodgment of the ventricular lead and the patient experienced diaphragmatic stimulation. The lead was explanted and replaced. No further patient complications were reported as a result of this event.